Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 450 mg/dl. Customer was treated with insulin pen. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer stated that there was no leak. Customer stated that there was small bubbles in tubing. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. The insulin pump will be returned for analysis.